Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. The following information was requested but not available: could you please provide more details for "staple line deemed inadequate"? Was the staple line complete? What was the shape of the staples (b-formation, irregular, legs straight)? If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a right hemicolectomy, ¿upon stapling the small bowel, linear cutter did not seal properly. Staple line deemed inadequate by surgeon; requested new tlc75, no apparent harm to the patient noted.¿

Manufacturer narrative:
(B)(4). Date sent: 03/16/2022. D4: batch # 406a03. Device analysis: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage and with a reload loaded in the device. The reload was received unfired and with the swing tab in the unlocked position. The device was tested for functionality with the returned cartridge reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. In addition, a tyvek was received along with the device. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: when positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc., are within the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.